Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule came off of the delivery sys and was observed loose in the esophagus. No serious injury to the pt was reported.